Event description:
During a ptca procedure involving a calcified and 95% stenotic lesion in the rca, the maverick monorail balloon ruptured at 10 atm's on the third inflation. Another catheter was used to successfully complete the procedure. A terumo introducer sheath, a runthrough guide wire, a mach 1 guide catheter, a encore inflation device, and a cypher stent were also used in this procedure. No pt injuries or complications were reported.